Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead was dislodged from the implant position. No allegation of malfunction was made against the lead. The ra lead was repositioned to resolve the event and the patient was in stable condition.